Event description:
A collamer lens model cc4204bp was damaged while advancing. The lens was not implanted and there was no pt injury. The model and lot numbers for the cartridge and the injector are unk.

Manufacturer narrative:
Visual inspection of the lens showed evidence of surgical residue and optic was torn.